Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was evaluated onsite by a qualified technician. The device underwent a downstream (distal) occlusion sensor test, upstream occlusion sensor test, and flow rate accuracy test and all testing were found to be within product specification range. The infusion parameters were not provided by the customer, and the event history log review showed the issue could neither be confirmed nor refuted in the device logs. No insulin infusion was found on the reported date. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused insulin. During an insulin infusion in the cardiovascular intensive care unit (cvicu), the nurse reportedly had to ¿continuously titrate up¿ the insulin despite the patient being npo (nothing by mouth). The patient¿s blood glucose levels increased even when the insulin rate increased. The insulin bag, tubing, and pump were exchanged. No further information was provided at the time of this report.